Event description:
Customer reports the softclix lancet is not poking his finger. No accidental needle stick occurred. No adverse event reported. Upon evaluation by the manufacturer, it was confirmed the lancet does not retract. Requested return of suspect device and replacement was sent.